Manufacturer narrative:
The device br16005 has not been inspected for investigation purpose. The field service engineer that was present during the surgery noted that the surgical drapes applied pulled the patient's skin significantly after registration. According to results of the investigation, the cause identified is surgeon preference for draping. The device br16005 did perform as intended when and was used in accordance with IFU. Date received by manufacturer. Functional inspection.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The patient code assigned was "(B)(4)- no code available" in the section , this patient code was selected because the subject surgery was delayed for more than 30 minutes.

Event description:
It was reported that the surgeon noticed that several trajectories were inaccurate. Patient was un-draped and re-draped with care and robot arm with instrument holder attached was driven to all trajectories successfully. Total time lost was more than 30 minutes.